Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis as of the date of this report. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted bariatric surgical procedure, the internal cable of the proximal joint of the mega suturecut needle driver ruptured. There were no fragments in the patient's cavity. The customer changed the instrument without impact. The procedure was completed with no reported injury and no procedure delay. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: all cleaning, inspection, lubrication, preparation and sterilization processes were followed. During the procedure, there was no impact of the robotic forceps on the patient's cavity, and the movements followed the standards carried out by the surgeon. There was no impact and no damage to the patient.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.